Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak was unconfirmed. Additionally, it was determined that the secondary endovascular procedure was performed on (B)(6) 2019 with non-endologix extension which was not reported. A definitive root cause for the reported type iiia endoleak could not be identified due to the lack of relevant medical imaging; however, off label - concomitant use with products outside the IFU most likely contributed to the event. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: adverse event or product problem - updated; b5: describe event or problem - updated; g1,2: contact office- name - updated; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an iliac aneurysm (off-label use) with the afx2 and ovation ix abdominal aortic aneurysm stents. Twenty-three (23) days post initial procedure, a type iiia endoleak with no component separation) was detected at the junction of the afx2 bifurcated stent graft and ovation ix iliac limb with no change in the diameter of the iliac aneurysm; these findings were identified during routine follow-up cta (computed topography angiography). The patient is reportedly in good condition, and the physician plans to re-intervene but surgery has not been scheduled. Subsequent to the initial report, clinical assessment determined that secondary endovascular procedure was performed on (B)(6) 2019 with non-endologix extension.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an iliac aneurysm (off-label use) with the afx2 and ovation ix abdominal aortic aneurysm stents. Twenty-three (23) days post initial procedure, a type iiia endoleak with no component separation) was detected at the junction of the afx2 bifurcated stent graft and ovation ix iliac limb with no change in the diameter of the iliac aneurysm; these findings were identified during routine follow-up cta (computed topography angiography). The patient is reportedly in good condition, and the physician plans to re-intervene but surgery has not been scheduled.